Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 10 samples submitted for evaluation. The reported issue of discoloration was confirmed upon inspection of the samples. Analysis of the samples showed that 7 of the plunger rods have a light discoloration, which is an acceptable imperfection. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the samples showed that the material inside the tray (cardboard) can be produced during the packaging process. A review of our risk management documentation was performed and indicates that the potential risk of the reported events was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 30ml ll tip conv pak had foreign matter it was reported by customer that the syringe is yellow and have a residue verbatim#: rcc received a complaint via phone. Pir attached. 305618 lot 317920082 the syringe are yellow and have a residue, would like to know if they are still safe to use. Before use has samples available for the investigation. Customer would like replacements.